Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that there was concern that the trial patient hadn't voided since 4:30 am. Follow up information received from the healthcare professional (hcp) on (B)(6) 2019 reported that as an action taken to resolve the not voiding issue, the patient was brought to the office as an emergency visit. The patient was catheterized and it was noted that it was ¿not baseline but history of dysfunction¿. The settings were also adjusted. There were no further complications reported or anticipated.